Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned during a device replacement procedure. A new, competitive lead was implanted. A clinician later reported that this ra lead had stopped functioning three years previously. The implanted device had emitted beep tones due to out-of-range pacing impedance measurements on the atrial lead, and the device had been reprogrammed to vvi mode. Before this procedure, the patient had presented to the hospital after receiving two shocks from the device. Noise was noted in the right ventricular channel. The physician elected to surgically abandon both chronic leads and implanted a new system on the patient's other side. No additional adverse patient effects were reported.

Manufacturer narrative:
As the lead is not able to be returned, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.